Event description:
It was reported that the atrial lead exhibited noise and loss of capture. The lead had fractured and was explanted and replaced on (B)(6) 3014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.